Event description:
Reporter alleged obtaining a discrepant blood glucose value of 137 mg/dl back to back with a result of 78 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated, he was feeling hypoglycemic symptoms and he self-treated with glucose tabs and a protein shake. Reporter stated that a different time and on another day, other comparative tests of 264 mg/dl, 400 mg/dl and 110 mg/dl were performed back to back within 10 minutes on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.